Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device¿s ECG cable did not conduct. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a replacement trunk cable and leadset to resolve the customer's issue. The parts were not returned for additional investigation. Based on the information available, the cause of the reported problem was a faulty trunk cable and leadset. The faulty components were provided to the customer for replacement. The customer was provided with a replacement trunk cable and leadset to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was a faulty trunk cable and leadset. The customer was provided with a replacement trunk cable and leadset to resolve the issue. It has been concluded that no further action is required at this time.